Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot DHR review for sterile part: part number: 204.834s, lot number: l425848, manufacturing site: selzach, release to warehouse date: 23. May 2017, expiry date: 01. May 2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. DHR review for non sterile part: part number: 204.834, lot number: l417028, manufacturing site: grenchen, release to warehouse date: 09. May 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: corrected data: a3: updated gender. D6: updated implant date. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 during the insertion of a 3.5mm cortical screw on a tibial mid-shaft directly on bone, the head of the screw separated itself from the shaft. The screwdriver used was the correct one as per surgical technique and was fully aligned and seated at the recess. The bone was sclerotic in that area due to a delayed union. The head of the screw was removed and the remaining part of the screw stayed inside the patient due to clinical decision for the benefit of the patient. There was a surgical delay of five (5) minutes. Concomitant devices: unknown screwdriver (part# unknown, lot# unknown, quantity 1); unknown plate (part# unknown, lot# unknown, quantity 1). This report is for one (1) 3.5mm cortex screw self-tapping 34mm. This is report 1 of 1 for (B)(4).